Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s death, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The pump was not explanted and will not be returned for evaluation. Privacy laws prohibit the customer from providing further information regarding the case. No follow-up attempts will be performed. No product is available for investigation. In the event that the heartmate 3 lvas, serial number (B)(6), is returned, this investigation will be reopened. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 13aug2019. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. Section 1 entitled ¿introduction¿ lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. No additional information was provided. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.